Manufacturer narrative:
Covidien reference (B)(4). The service engineer (se) verified the malfunction and replaced analog interface (ai) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a vent inop condition and the device stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.